Event description:
During an in clinic follow-up, noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. The device was reprogrammed to resolve the event, but, the noise continued to occur. The patient was pacemaker dependent. Lead insulation damage was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging. No additional intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.